Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 69 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was supported by inotropes, vasopressors, a vent for respiratory needs, and extra-corporeal membrane oxygenation (ECMO) prior to the pump insertion. The underlying medical history was not shared. The day of implant the patient moved her leg and prompted a hematoma to develop. The minor bleed necessitated no intervention. As support continued the patient also was seen to have bleeding in the lungs. The team did not share the anticoagulation use and any contribution the pump use and it's anticoagulation needs could present. The patient had blood products infused of an unknown number of units. The pump remained on for support for 8 days when explanted and patient was supported by the ECMO alone. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided ind10(concomitant med products); the cause of the injury was determined to be use related due to patient moved her leg and prompted a hematoma to develop.

Manufacturer narrative:
Corrected data: d4. Catalog and serial number updated. The investigation is still ongoing.